Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that "alarm: high flow admin set latched", "high alarm displayed: cassette not attached properly", "high alarm silenced: cassette not attached properly" and, "high alarm silenced: cassette not attached properly" were recorded in history. During analysis, the customer's reported problem regarding "cassette not attached properly" was duplicated when latching cassette onto the device. The cause of the reported problem was noted to be faulty downstream sensor. Service will replace the downstream occlusion sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump wont accept the cassette. There were no injuries or adverse events reported.